Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly healed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing a skin flap infection. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device in the contralateral ear. The recipient's infection is under control. The recipient's wound is healing.